Event description:
It was reported that the right atrial (ra) lead exhibited noise that was reproducible with isometrics. The noise being oversensed and caused inappropriate mode switch and noise reversion episode being recorded. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.